Event description:
The patient reported that "this monitor has been sore spot and my left side seemed to go from one sore to a rash to just plain hurting, maybe my body was trying to reject this device. I was placed on antibiotics by my family doctor". Also reported that patient had a "severe reaction on the left side of her body since the device was implanted" and patient stated it was an "allergic reaction". The patient was very upset, with her doctor mostly, as she wanted a device put in not a recorder. The patient is allergic to jewelry and wants to know whether her body or the device caused the infection .

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.